Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p60-77 that has a similar product distributed in the us, list number 7p60-21/-31, with 510k/PMA/bla number k153730.

Event description:
The customer observed non-reactive alinity I syphilis tp and provided the following data: sample ID: (B)(6) generated a non-reactive result of 0.54 s/co and the retest result were reported as consistent with 0.54 s/co. Tppa result was strongly positive, and colloidal gold result was negative. Patient information: 57 year old male, clinically diagnosed with erosive balanitis. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.